Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4)study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 1984. Subsequently, patient was revised on (B)(6) 1988 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2008 due to loosening of the acetabular cup and femoral stem. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00615 & 03387).